Event description:
Through a follow-up phone call to the home pt in 05/05 baxter learned that the home pt had had peritonitis. In 06/05 baxter spoke to reporter peritoneal dialysis (pd) rn and reporter stated that in 04/05 an effluent sample resulted in 3310 wbc's, 2 rbc's and the culture revealed no growth. The pt was treated with vancomycin by IV. The pd rn indicated that the pt is a carrier of staph aureus (in their nose). Reporter also indicated the pt had co-morbids of diabetes type ii, a hypothyroid, hcv (+), anti-hvs (+). The pd rn indicated that this was the home pt's (hp) 4th peritonitis. Prior to the 4th peritonitis the hp was given an assist device to spike the bags. (The pd rn stated that the hp performing the spiking of the bags could be a possible root cause.) The pd rn stated that the exit site looked good and that the hp had been retrained on their technique. The hp has been on peritoneal dialysis for 1.5 years. In 05/05 the hp was transfered to hemodialysis.